Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving 6 units/ml fentanyl at a dose of 4.151 units/day and 5 mg/ml bupivacaine at a dose of 3.4592 mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was scheduled for a refill on (B)(6) 2017. The patient missed his appointment for the refill and his pump began alarming on (B)(6) 2017. The patient also saw a code of 8286 (empty reservoir) on his personal therapy manager (ptm) programmer on (B)(6) 2017. The patient was scheduled to see his doctor for a refill on (B)(6) 2017. No symptoms were reported at the time of this report. Patient stated he would have to "suffer like profanity this [upcoming] weekend".